Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated by npd engineer. According to engineer's investigation, the eii gun was tested with both the broken eii needle and a new eiii needle and there was no difficulty deploying either time. It is a possibility that the needle broke during surgery and the broken tip was stuck inside the gun which made deployment difficult. When the surgeon brought the gun out of the joint and fired it again, the broken needle tip was able to get free and come out of the gun, which is why it works fine now. We confirm that the needle tip is broken but cannot confirm the deployment issue with the gun as it performs smoothly as intended. Further no lot numbers were provided which precludes conducting a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No UDI number exists for the specified product code. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Affiliate reported that during an arthroscopic procedure the surgeon was having issues with the expressew gun; it was difficult to deploy the needle. The surgeon removed the gun from the body and attempted to discern the issue and deploy the needle ¿outside¿ of the body, which resulted in the needle tip breaking away. The needle was discarded; however the gun is being returned for evaluation.